Manufacturer narrative:
Lot number ¿ the following lot numbers are included in this report: 16j031, 17j045, 18a015. One photograph has been received for evaluation. Functional flow test must be performed on the actual device to verify the flow rate accuracy of the alleged device. The reported event could not be objectively verified. A batch review was conducted for the three reported lot numbers and there were no deviations found related to this reported condition during the manufacture of any of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes 3 malfunction events. It was reported that three large volume infusors would not flow. Of the 3 events, 1 did not involve a patient, and 2 involved a patient with no patient consequences. No additional information is available.